Manufacturer narrative:
Investigation summary: bd received two (2) samples for investigation. The samples were evaluated by visual examination and the indicated failure modes for 'embedded foreign matter (fm) and damaged cap' with the incident lot was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of 'embedded fm and damaged cap' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological and a broken lid/cap(s). The following information was provided by the initial reporter and translated to english. The customer stated: "the following issues were found in tubes: black dot foreign matter on tube x1 and damaged tube ×1.